Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot#: (B)(4) , ubd: 19-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (150.0 mcg/ml at 30.02 mcg/day) and bupivacaine (30.0 mg/ml at 6.004 mg/day) via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported that on (B)(6) 2018, the patient discontinued use of the personal therapy manager, ptm, secondary to loss of therapy relief with ptm activations. The bolus dose and continuous rate were increased. On (B)(6) 2018, the bolus dose and continuous rate were increased. Discussed potentially weaning the therapy for explant if pain relief is not achieved. On (B)(6) 2018, the bolus dose and continuous rate were increased and a cap dye study was ordered. On (B)(6) 2018, the bolus dose and continuous rate were increased. On (B)(6) 2018, the patient self-discharged secondary to unspecified insurance issues. It was indicated the event was related t other device or therapy and the etiology was suspected catheter issue but patient self-discharged before the cap dye study could be performed. The issue was unresolved at time of study exit/death/study closure (self-discharge). The patient's weight was (B)(6) lbs.